Manufacturer narrative:
Unit not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was and drive count error boundaries exceeded after movement alarmed during priming due to moisture damage on motor assembly. Unit received with cracked belt clip rail. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, faded serial number label, corroded battery tube spring and corroded battery tube.

Event description:
The customer reported via phone call that they had no delivery alarm, adhesive anomaly and insulin pump got damage at belt clip rails. The customer's blood glucose was unknown. The product was returned for analysis.